Event description:
The customer reported that the image was not syncing, which resulted in intermittent no image, a black screen or incomplete imaging. This caused a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps3 power supply voltage was adjusted. The system was then found to be operating as intended.